Event description:
It was reported that the device was replaced. The reason for the device removal was indicated as therapy related. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of pump (B)(4) revealed a pump motor gear train anomaly involving corrosion. The pump passed all non-destructive lab testing. There were multiple motor stalls and motor stall recoveries in the logs. During destructive analysis the technician found residue on the upper shafts of gear 2 and on the rotor magnet and also found some residue on the jewel of the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.